Manufacturer narrative:
The compressor was investigated by our field service engineer. The reported problem could not be reproduced. The compressor passed all performance and safety tests according to factory specifications. The compressor was cleared for clinical use. The root cause for the reported problem could not be determined.

Event description:
It was reported that the compressor unable to delivery air normally. There was no patient harm. Manufacturer's ref.#: (B)(4).